Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
The patient underwent a middle-finger knuckle replacement at (B)(6) hospital using a swanson elastomer titanium flexible implant. Within three months, the implant shattered, resulting in significant pain and loss of function. A second surgery is now required due to the early device failure. The patient is seeking follow-up regarding the cause of the implant failure, appropriate next steps, and who to contact for further assistance.